Event description:
Reporter alleged blood glucose measured 200, 91, & 154 mg/dl when all testng was performed within 10 minutes of each other. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.